Event description:
It was reported that the probe was deployed but did not retrieve any sample breast tissue during a breast biopsy procedure. It is unk when the procedure took place. It is unk how the procedure was finished. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.